Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure found. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that during the procedure, the surgeon stated that the instruments were tracking intermittently throughout the case. The surgeon also stated that the emitter was making a loud noise. The surgery was completed with navigation and there was no impact on patient outcome.